Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0bm3w, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient lifted a chair about a month prior to report and felt a pulling or rip. It was stated the patient's implant was at an angle and after that incident it flattened. It was noted the patient was getting about 50 percent therapy relief. Reportedly, the patient seemed to need stimulation adjustment after about three weeks to get relief.

Event description:
Additional information received reported that the patient was still having concerns with their device or therapy but had not sought further help. It was noted that the patient was only given a manufacturer representative for during the trial period of 2 weeks. Once the permanent device was put in the patient was told the manufacturer representative was no longer their contact and they were not given a new contact. It was reported that the patient wanted to know if there was a manufacturer representative they could work with.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced a static-type shock when she touched metal or another person in (B)(6) 2015, however it would not be expected to have a direct correlation to the implant but the healthcare provider was to check system to make sure programming is effective. Stimulation sensation was still intermittent or not present, so stimulation settings and programs were changed every few weeks for symptom control. The patient noted that the issue "seemed to be around the menstrual cycle." Good symptom control from the implant was noted.